Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned with blood visible on the coils. There was no contrast visible. The core had separated at the proximal end of the proximal solder. There was a kink in the core at the distal end of the proximal solder. There were offset intermediate coils distal to the proximal solder for a length of 2 mm. The tip of the guide wire was prolapsed on itself. The distal end of the polymer coating was torn and stretched. There was a bend in the core at the proximal end of the hypotube. There was a bend in the core 4 mm proximal to the distal end of the coating. There was no other damge noted to the guide wire. The proximal end of the guide wire up to the hypotube passed through a 0.139" hole gauge. The distal end of the guide wire, proximal to the separation passed through a .0137" hole gauge. These met manufacturing criteria. The tip was too damaged to advance through a hole gauge. This did not meet manufacturing criteria. The guide wire was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the sem analysis indicate that the device core was subjected to excessive ductile overload beyond the design limit of the guide wire causing the tip to detach. For the guide wire to separate due to ductile overload, some portion of the guide wire would have to be trapped either in the anatomy or another device and excessive pull force applied. It was determined that at some point during the procedure, the clearance between the interacting devices was not maintained. This was evident by the coils being pushed distally and being overlapped and polymer damage, which is typically the result of the guide wire meeting resistance. The cause of the initial resistance could not be determined, but thick blood and contrast between the guide wire and the catheter can be a factor, as found in the analysis although no contrast was noted in the analysis. The catheter guide wire lumen can also be obstructed from other causes such as from catheter kinks or the catheter being flattened against the guide wire due to patient anatomy and morphology as well as manipulation of the devices in tortuous and restricted vessels. Sometimes the case conditions, such as being moved heavily against calcium, can cause the guide wire coatings to deteriorate, which increases friction. Unfortunately, lab analysis cannot simulate the exact conditions found during actual use especially on used and damaged devices. In this instance, the guide wire damage and tip separation appears to be from meeting resistance, but the cause of the initial resistance could not be determined. The lot history record could not be reviewed because the product lot number is unknown. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire requiring medical intervention. Device issue: separated guide wire. It was reported that the bmw guide wire was being used with another company's stent delivery system. During removal of the stent delivery system, resistance was experienced and the guide wire separated. The separated guide wire was snared out of the patient's body. No patient effects were reported no additional event or patient information is available.